Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw was coming loose in the abutment. The reported complaint could not be verified with the information provided, and without return of the product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes h3 other text : not returned to manufacturer.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the abutment screw was coming loose in abutment.